Manufacturer narrative:
Vyaire file identification: (B)(4). 81 other at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was alarming inoperable continuously. The customer confirmed that there was no patient involvement associated with the reported event.